Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the during an ipg upgrade procedure, it was found out that the patients lead had high impedances. The physician opted to replace the lead. The explanted lead was discarded per hospital policy.